Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the blood vessel during a thoracoscopic lung lobectomy, the surgeon squeezed the handle and pressed the green button and tried to fire, but the reload was not fired. Another device was used to complete the case. There was no patient injury.